Manufacturer narrative:
Continuation of d10: product ID 977d260. (Serial: (B)(6)); product type: 0215-screening device; implant date on (B)(6) 2024; explant date on (B)(6) 2024. Product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date on (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). After procedure, patient experienced leg pain in the recovery area. Doctor believes, ¿nerve root was irritated from procedure.¿ doctor transferred patient to hospital as a precaution so that they could manage pain. Doctor believes nerve pain will be temporary. Doctor removed device as a precaution, elected not to continue with the trial.